Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery if there is loosening of the components. If the prosthesis is well fixed, the surgeon will likely just do poly exchange and bone graft the tibial osteolysis.